Event description:
The customer reported the feed pump goes into "obstruction" fault while the line is running. The same problem happened when the pump was changed. Air bubbles were observed in the tubes and the system alarmed again even after purging the tubing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review showed all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample we are unable to perform functional and visual evaluations to determine the root cause of the reported condition or implement any corrective action. If a sample is returned later, this complaint will be reopened, and the investigation updated. All process and controls were found to be followed correctly. The investigation did not confirm the reported issue. A corrective and preventative action (CAPA) will not be initiated. Complaint trending will continue to be monitored.